Manufacturer narrative:
(B)(4) the device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this ra lead was dislodged. There appeared to be a cut in the insulation near the suture sleeve so this lead was replaced.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection revealed approx. 18 cm distal to the is-1 connector pin in the region of the suture sleeve deformations of the outer conductor coil. Based on the symptoms, it is reasonable to assume that these deformations resulted from a tight suture. In this region cuts in the insulation were observed as mentioned in the complaint description which occurred most likely during the explantation procedure. Blood penetrated the lead. The analysis did not reveal any sign of a material or manufacturing problem.